Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high out of range impedances greater than 2000 ohms. The cause for the high impedance was not conclusively determined. No additional adverse patient effects were reported.